Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) they stated the cause of the impedance issue was unknown. When asked what steps were taken to resolve the issue, they reported they informed the physician of the issues and the patient was on a program feeling stimulation and was able o go up on program. The issue was not yet resolved. The patient left on a program and the determination was to see how they do.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller reports using programs 3 and 4, patient can only increase to 0.3ma. Caller reports impedance shows contacts 1, 2, and 3 50 ohms and the reset are high impedance.caller reports patient had hip replacement on (B)(6)2022. Patient denied of fall, but patient did fall yesterday.caller reports patient is using:program 3 was programmed at 3.1ma, but now can only get up to 0.3ma.program 2: 5ma, patient cannot feel sensation. Program 6: 3.7ma, patient feels sensation at ins pocket site, no pelvic floorimpedance shows:electrode 0c: 4k ohms1: 4k ohms2: 4k ohms3: 4k ohmselectrode 1c: 424 ohms0: 4k ohms2:50 ohms3: 50 ohmselectrode 2c: 2100:4k ohms1: 50 ohms3:50 ohmselectrode 3c: 222 ohms0: 4k ohms1:50 ohms2: 50 ohmsprogram using:c+1- patient felt stimulation at 2.3ma but at pocket sensationc+2- patient felt stimulation at 2.2ma but at pocket sensationredirected caller: patient's hcp.